Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day as onset, the patient was hospitalized for the peritonitis event. The same day as hospitalization, the patient started treatment with intraperitoneal (ip) amikacin and ip ceftazidime (doses and frequencies not reported) for the peritonitis. After fifteen days, antibiotic therapy was discontinued and the patient was discharged from the hospital. The patient was reported to have recovered from the peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.